Event description:
A surgeon reported unexpected post-operative refraction for a pt following cataract surgery. The relationship between this event and the intraocular lens is not known. More info is being sought.